Manufacturer narrative:
Reported event: it was reported that the clip on top of the mics handpiece broke off and the handle of the handpiece is now stuck product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review of the product history records indicate (B)(4) devices were manufactured under lot no k070g and k06ub. (B)(4) devices were accepted into final stock on 03/09/2016. Review of qt16- 03- 0026 revealed that the non conformance is related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k070g and k06ub shows 01 additional complaints related to the failure in this investigation. (B)(4). Conclusions: (per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event.) The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Event description:
The clip on top of the mics handpiece broke off and the handle of the handpiece is now stuck tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The clip on top of the mics handpiece broke off and the handle of the handpiece is now stuck. Tka.